Event description:
On (B)(6) 2014, consumer claims brush head broke into two pieces while brushing. She was not hurt.

Manufacturer narrative:
On (B)(4) 2014, requested that brush heads be returned for eval.